Event description:
An alarm issue was reported with the adc device in use with iphone se (2020) with ios operating system version 16.4.1. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was seen at a hospital where they were hospitalized and received unspecified medical treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Per smartphone compatibility information, with use of application, the customer's iphone se (2020) phone with ios version 16.4.1 operating system has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Attempted to activate low glucose alarms with freestyle librelink configuration and successfully received low glucose alarms on the librelink app. Therefore, this issue is not confirmed. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer reported missing low alarm with the freestyle librelink application. Attempted to replicate the customer's complaint using similar configurations iphone se, ios 16.6.1, 2.10.2.7677 and the reported issue was unable to be replicated as the configuration 2.5.3.3088 app version is no longer obtainable as it is a limitation within ios to access previous versions of the app. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone se (2020) with ios operating system version 16.4.1 , app version 2.5.3.3088 . The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and was seen at a hospital where they were hospitalized and received unspecified medical treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.